Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 28, 2018 that a flexiva ID 200 laser fiber was opened for use in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during procedure, it was noted that the laser fiber was broken near the scope. The procedure was completed with a different device. There were no serious injury nor adverse patient effects reported as a result of this event.